Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2009 (implant date), as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The devices were implanted by (B)(6) and were excised by (B)(6). (B)(6). (B)(4). The excised mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this pertains to the second of two devices implanted during the same procedure. It was reported to boston scientific corporation that a pinnacle pelvic floor kit and an obtryx devices were implanted during a procedure performed on (B)(6) 2009. The procedure was completed without intraoperative complications. As per reported by the patient's attorney, as a result of the device implantation, the patient has experienced significant mental and physical pain and suffering, has sustained severe and irreversible injury, and permanent and substantial physical deformity. Subsequently, the patient has undergone corrective surgeries and underwent excision of the products on (B)(6) 2018 at a different healthcare facility. Furthermore, she reportedly likely will undergo further corrective surgery or surgeries. Boston scientific has been unable to obtain additional information regarding the event to date.